Event description:
Surgical indication: neck pain and left arm radiculopathy; pseudoarthrosis at c5-6. It was reported that the pt underwent a two-level posterior cervical decompression and fusion at c4-6 using rhbmp-2/acs layered with crushed allograft powder. The pt was also treated with antibiotics at the time of surgery. A drain was not left in place post-op. The pt returned to surgery on post-op day four for a repeat irrigation and debridement. A drain was placed at this time. Post-intervention, the drainage ceased, and the pt is now doing fine, with total resolution of pre-procedure pain.

Manufacturer narrative:
Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device was not returned to MFR for eval. Therefore, we are unable to determine the cause of the event.